Event description:
The dr was unable to draw blood from the inner lumen during insertion and the iab was removed. No second was inserted. On 11/10/97, datascope was notified that the iab could not be located and was probably discarded. Event complications: none from the event - reported 6/27/97. Pt current status: unk - rpt'd 6/27/97.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hosp.